Manufacturer narrative:
(B)(4). The account also filed a report directly to the FDA, the uf/imported report # is (B)(4).

Event description:
Procedure type: right hemicolectomy. According to the reporter: surgeon was trailing the gia stapler while performing a right hemicolectomy. Stapler was advanced into the enterotomy. Upon removal of the stapler from the colon, a tear was noted on the bowel. Stapler was examined and it had a small piece of plastic protruding at the tip of the device where the plastic meets metal. A small piece of plastic that had broken off of the protruding tip and was recovered. Due to the tear in the bowel, they removed a small part of the colon to correct the tear, which was included in the original specimen. The device representative was present during the entire case and event. No patient injury was reported.